Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. The patient's mother reported bouts of withdrawals and wanted the device out after a catheter study showed normal. It was unknown if there were any environmental/external/patient factors had led to or contributed to the event. The issue was resolved at the time of the report. The surgeon reported removal of the pump on 2024-01-06 and the catheter was removed/replaced sometime in 2024. The patient's mom requested everything removed.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6)2024 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6)2023 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.